Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Device availability - the device is reported to be available for evaluation; however, it has not been received by legal manufacturer to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that a patient underwent a right total knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2016 due to tibial loosening. During the procedure, lint was discovered in the femoral component. The surgeon removed the lint and implanted the femoral component. There was no patient injury or delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported complaint. Visual inspection of the device identifies a lack of boney ingrowth or cement on the device. A conclusive root cause for the event could not be determined.